Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called into report that he was hypoglycemic and treated by eating grapes and glucose tablets. The customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 49 mg/dl compared with the sensor glucose reading of 79mg/dl. Customer reported having two recent surgeries but was not diabetes related and was taking antibiotics. Customer also stated the tubing clamp that was sent to him was lost and needed another one sent. Nothing was replaced or returned.